Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump delivered a bolus without user interaction which resulted in a low blood glucose of 23 mg/dl. The customer declined to provide further information regarding the event.